Event description:
As reported: "doctor performing a t2 aan on patient; two of the 4.2x340 drill cutting portions broke off inside the patient. The drill possibly came in contact with the nail itself or the cannula while being used. One drill was removed and the second one was left in patient".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device disposition is unknown.